Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. One day after the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with tobramycin injection (40mg, ongoing, route, frequency not reported) and vancomycin injection (2g, for five days, ongoing, route not reported) for peritonitis. On an unknown date, the patient was discharged from being hospitalized. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.